Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic/pelvic area') and cerebrovascular accident ('minor stroke') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, multigravida and parity 4. Previously administered products included for an unreported indication: depo-provera from 2005 to (B)(6) 2010. Concurrent conditions included obesity, hypertension, gastroenteritis, menometrorrhagia and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury:anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), abdominal pain ("pain ¿ abdominal") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), ketorolac tromethamine (toradol), naproxen (naprosyn), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, dysmenorrhoea, vaginal haemorrhage and back pain had resolved and the cerebrovascular accident, anxiety, dyspareunia, depression, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cerebrovascular accident, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic / abdominal, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods),psych injury. Discrepancy noted in date of insertion (B)(6) 2010, and (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2017, and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion / total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of the events pertaining to pain and bleeding were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain ¿ abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient had received treatment for pain pelvic / abdominal, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. New events abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods) and psych injury added. Outcome for the events pelvic pain updated to recovered / resolved. Patient dob added. Reporter information, product indication and removal date updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic/pelvic area') and cerebrovascular accident ('minor stroke') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, multigravida and parity 4. Previously administered products included for an unreported indication: depo-provera from 2005 to (B)(6) 2010. Concurrent conditions included obesity, hypertension, gastroenteritis, menometrorrhagia and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury:anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), abdominal pain ("pain ¿ abdominal") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), ketorolac tromethamine (toradol), naproxen (naprosyn), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved, the cerebrovascular accident, anxiety, dysmenorrhoea, dyspareunia, depression, vaginal discharge, weight increased and vaginal haemorrhage outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, cerebrovascular accident, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic / abdominal, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods). Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion / total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet received. Events added from pfs- minor stroke. Historical drug were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic/pelvic area') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, multigravida and parity 4. Concurrent conditions included obesity, hypertension, gastroenteritis, menometrorrhagia and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury:anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain ¿ abdominal") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), ketorolac tromethamine (toradol), naproxen (naprosyn), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved, the anxiety, dysmenorrhoea, dyspareunia, depression, vaginal discharge, weight increased and vaginal haemorrhage outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic / abdominal, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : back pain, abdominal pain, anxiety, depression. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs & mr received. New events dysmenorrhea, dyspareunia, depression, vaginal discharge, weight gain, abnormal bleeding (vaginal), lower back area pain were added. Lot number, concomitant conditions, treatment drugs, concomitant drugs, reporter information, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic/pelvic area') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, multigravida and parity 4. Concurrent conditions included obesity, hypertension, gastroenteritis, menometrorrhagia and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury:anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back area pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain ¿ abdominal") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with cyclobenzaprine, duloxetine, duloxetine hydrochloride (cymbalta), ketorolac tromethamine (toradol), naproxen (naprosyn), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved, the anxiety, dysmenorrhoea, dyspareunia, depression, vaginal discharge, weight increased and vaginal haemorrhage outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic / abdominal, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : back pain, abdominal pain, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.